Event description:
It was reported that the patient with this implantable pacemaker experienced a syncope episode. Upon review the ability to capture from the right atrial channel could not be confirmed. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.